Event description:
Caller reported that the cartridge was loose and swung out of the pump easily. There was no adverse impact to the customer¿s blood glucose level. The customer attempted to reload the same cartridge, but the issue persisted. Technical support advised the customer to use a new cartridge and to call back if the problem continued.